Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicates that information from manufacturer¿s report #3004209178-2018-18564 was already reported in this report ( #3007566237-2018-02415). Any additional information regarding that event will be submitted as a supplemental submission to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2018-18564. Any additional information regarding the event will be submitted as a supplemental submission to that report.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were adding a stage 1 on (B)(6) 2018. Their was a removal and replacement of the right vim lead scheduled. The lead had migrated superiorly. No patient symptoms or further complications were reported as a result of this event.